Event description:
It was reported that there was a sudden rise in right atrial (ra) lead impedance. There was high thresholds, non-capture at high outputs and small p waves sensed. It was noted there was possible fracture and the patient was sent for x-ray. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2008; 419388, lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and atrial pacing capture threshold was elevated. Right atrial (ra) impedance 500-600 ohms, measurement on (B)(6) 2014 is greater than 3000 ohms. Ra threshold not measured/high on (B)(6) 2014.